Manufacturer narrative:
Unable to locate sample.

Event description:
Compromised sterility - sterile barrier breached - description summary: found 3ea of s1047 that had a steri strips out the side, compromising the seal for sterilization.

Manufacturer narrative:
Investigation in process. Follow up report will be submitted once complete.

Event description:
Compromised sterility - sterile barrier breached - description summary: found 3ea of s1047 that had a steri strips out the side, compromising the seal for sterilization.